Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that their bite worsening, prior to treatment they did not have an underbite but now they do. Requested additional information from patient, have sent three follow up requests, no response from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.